Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The tissue pad was worn and partly peeled off because ultrasonic waves were output with the grasping part closed (including after the tissue was cut) without grasping the tissue. 2. The tip of the probe came into contact with the grip because the tissue pad was worn out. By continuing to output in the state of 3.2, a load was added to the probe and an error occurred. In addition, contact traces were generated. 4.it was determined that the error could not be canceled and could not be output. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the tissue pad was worn and partially peeled off. There was a mark on the tip of the probe that had come into contact with the grip. There was a trace of contact with the tip of the probe on the grip. When the probe check was performed by combining the actual product with olympus test devices usg-400 and td-sb400, there was no abnormality. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation of an issue of sudden ceasing of ultrasonic output from the device during a therapeutic laparoscopic colectomy procedure. Upon evaluation of the returned device, it was observed that the device tissue pad was worn and partially peeled off from the tip. This medwatch is being submitted for the reportable issue of tissue pad peeling off as observed during device evaluation. The procedure was completed with a new device of the same model number with an unspecified delay. The patient did not need additional anesthesia. There is no harm or adverse impact to the patient. Total operating time of the procedure is between two to five hours. The intelligent tissue monitoring (itm) setting was on during the procedure. The functional mode was variable 1 the device was inspected prior to use with no anomaly noted. The connections to the generator were checked. The transducer cords and other medical device cords were bundled together. This is the first time such an event occurred with this user.